Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly calcified and mildly tortuous anastomotic site. A 6.0 x 40, 40cm mustang balloon catheter was selected to dilate the anastomotic site. A non bsc guide wire crossed the lesion and then the mustang balloon catheter was advanced to the lesion. During the first inflation at 12 atmospheres for 60 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A pinhole leak was identified in the mid body of the balloon, between the proximal and distal markerbands. A microscopic examination of the markerbands and balloon material could not identify and issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly calcified and mildly tortuous anastomotic site. A 6.0 x 40, 40cm mustang¿ balloon catheter was selected to dilate the anastomotic site. A non bsc guide wire crossed the lesion and then the mustang balloon catheter was advanced to the lesion. During the first inflation at 12 atmospheres for 60 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients' condition is good.